Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
An mhra user report has been received. It was reported that the patient's blood glucose levels (bg) reached 12mmol/l (216mg/dl). The patient reports their bg levels then dropping low and the pod over delivering insulin. It is unknown how long the pod was worn for and how many pods the patient has experienced this with. The patient reports their short term memory has been effected and they are suffering fatigue.